Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac module required replacement. The symptom for which the ac module was replaced was not reported. Philips has requested additional information. There was no report of patient involvement.